Event description:
Pt had breast implants removed due to hard capsular contractures with deformity. The right capsule was hard and thickened with areas of calcification. Implant released from capsule and noted to be grossly intact with a very sticky surface along with white particulate matter present inside capsule. Imlant ruptured while manipulating its removal. The left capsule was densely adherent in superior and lateral portions and markedly thickened with areas of calcification. Implant released from capsule and noted intact with a very sticky surface and white particulate matter present on inside of capsule. Right implant weighed 215 gms. Left implant weighed 218 gms. Capsule tissue contained dystrophic calcification with foamy macrophages within dense fibrous connective tissue. 210 cc saline implants used for replacement.